Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Analyst comments noted that in-vivo insulation breach not observed. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture at max output and exhibited high and low pacing impedances. A possible lead fracture and possible insulation damage was suspected. The lead was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead had high threshold, rising and high impedances. A possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.